Manufacturer narrative:
Patient demographics (age at time of event, date of birth, gender, weight) were requested but not provided. No further patient information was provided at the time of this report or made available in response to follow-up communication. No additional adverse consequences have been reported from this event. This device is used for treatment. The failure mode could not be determined but the broken needle point condition is consistent with passing the needle through challenging tissue (thick or calcified) or hitting bone. Device history record review revealed nothing relevant to this event. The buckled needle strip condition is typically caused by the device skiving under thick tissue or distorting distally under the jaw. The distal end of the nitinol point demonstrated minimal scrape marks, indicating the device was not fired excessively. The mating part (instrument) was not returned or identified. Confirmed the needle strip thickness and width dimensions to be within specification. The typical cause for this type of event would be the use of excessive force to pass the needle through thick or hard tissue or hitting bone with the needle. There is a label on the device warning the user against re-sterilizing, reusing, hitting bone or use of excessive force as these may result in needle breakage or patient injury. This is the second complaint of this type for this part/lot combination. The potential cause(s) of this event will be communicated to the event reporter. If additional relevant information is received, a follow-up report will be submitted.

Event description:
It was reported that the multifire scorpion needle was being used in a right shoulder superior capsular reconstruction arthroscopy procedure. During the procedure the tip of the needle broke off. The tip possibly broke off inside the patient. The tip was never retrieved from the patient. Fluoroscopy was used to try and help find the tip in the patient. Also the patient was reopened to look arthroscopically for the tip of the device but it was never found. Additional information obtained 1/26/17: this incident occurred before the completion of the procedure. The patient was still in the operating room, and immediately reopened.